Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem): visual inspection of the returned product found the lens stuck inside a cartridge. The cartridge wall was punctured, and dry clear surgical residue was found on the product; (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4).

Event description:
The reporter indicated the surgeon used a aq2010v +05.00 diopter three piece silicone lens. The event was due to surgeon error, surgeon loaded the lens and used the wrong injector. While inserting the lens into the patient's eye, the lens became stuck in the cartridge and could not be used. There was patient contact with the cartridge but no contact with the lens. There was no patient injury. The backup lens was loaded and using the correct injector, was implanted with no problem. It is unknown if the lens was damaged.